Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient was taken to (B)(6) hospital by her mother due to symptoms of illness, including high blood glucose levels, vomiting, and rising ketone levels. The patient's blood glucose levels were reading 22 mmol/l (396 mg/dl) and "high" (>27.8 mmol/l, >500 mg/dl). While the exact treatment is unknown, it is believed the patient received novorapid insulin injections during her hospital stay. The patient's parent also reports she may have had an infection at the time. She was discharged the following day. The pod was discarded.